Event description:
It was reported that a progav 2.0 shuntsystem (#fx433t) wanted to be implanted. According to the complainant, the shunt system appears to have become blocked during the procedure. As a result, the shunt could not be used, and an additional shunt had to be used to complete the procedure. The event was considered non-serious by the client. Patient recovering.

Manufacturer narrative:
The investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.